Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm silence portion of the screen was not responding after a successful touchscreen calibration; the touchscreen was not holding onto its calibration. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the alarm silence portion of the screen was not responding after a successful touchscreen calibration; the touchscreen was not holding onto its calibration. The customer calibrated the touchscreen again, and although the issue could not be duplicated at that time, the remote service engineer (rse) advised the customer to replace the touchscreen as the issue kept occurring and provided the customer with the part number and price of the replacement touchscreen for repair. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.